Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of midazolam (versed) was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The customer provided an event date and time of (B)(6) 2024, and time was reported to be from 9:20 pm to 10:31 pm. On (B)(6) 2024 at 8:22:52 pm, the pump module alarmed for "flo stop open¿ for two (2) seconds and it was in idle state. At 9:20:16 pm, the user selected guardrails drugs and programmed a primary infusion of "midazolam¿ (sedation) for a drugld=263 with a rate of 2ml/h and a volume to be infused (vtbi) of 90ml. The infusion was started. At 10:18:37 pm, the pump module was channeled off. Between 10:18:59 pm and 10:31:11 pm, the user restored the infusion settings, started and paused the infusion three (3) times. At 10:48:24 pm, the pump module was channeled off and the pcu was powered off. No further infusions were noted on this day. The total primary volume infused for the primary infusion was recorded to be=1.94ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that midazolam (versed) 100mg/100ml was set to infuse at 2mg/hr. However, it was found that it was infusing faster than intended and was "gone in an hour". There was patient involvement but no harm. The event occurred on (B)(6) 2024, infusion was started at 2120 and stopped at 2231 in the intensive care unit. After bd received the above report, bd clinical practice consultant (cpc) came onsite. While observing (the facility¿s device) cleaning (practices), it was noted that some of the devices coming back to be cleaned had a ¿wire inside the door¿. This wire was from the clean tag. The tag was ripped off, but the wire remained in the device. This practice was reportedly started in late (B)(6) 2024, during rounds, nurses noted that they started seeing the wire tags "a little over a week ago". This would be an extraneous object in (inside) the large volume pump door and if not removed, would be a risk for an over infusion. Per bd cpc, the users are removing these tags and putting a rubber band around the whole module to hold the tag. As they rounded during the site visit, they looked for devices with these wire tags and removed those that they found. Nursing was notified to remove if seen. Additionally, bd cpc observed the following during their rounds: incorrectly loaded pump sets: this was on multiple units including both icus where the upper fitment was not seated correctly in the fitment housing. Just in time education provided and tip sheets and video on set loading and unloading were provided. Pumps high above patients: cpc discussed the inability to maintain appropriate head height when devices are on the pole. Discussed potential flow rate inaccuracies when compounded with incorrectly loaded pump sets.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that midazolam (versed) 100mg/100ml was set to infuse at 2mg/hr. However, it was found that it was infusing faster than intended and was "gone in an hour". There was patient involvement but no harm. The event occurred on 16 august 2024, infusion was started at 2120 and stopped at 2231 in the intensive care unit. After bd received the above report, bd clinical practice consultant (cpc) came onsite. While observing (the facility¿s device) cleaning (practices), it was noted that some of the devices coming back to be cleaned had a ¿wire inside the door¿. This wire was from the clean tag. The tag was ripped off, but the wire remained in the device. This practice was reportedly started in late july, during rounds, nurses noted that they started seeing the wire tags "a little over a week ago". This would be an extraneous object in (inside) the large volume pump door and if not removed, would be a risk for an over infusion. Per bd cpc, the users are removing these tags and putting a rubber band around the whole module to hold the tag. As they rounded during the site visit, they looked for devices with these wire tags and removed those that they found. Nursing was notified to remove if seen. Additionally, bd cpc observed the following during their rounds: incorrectly loaded pump sets: this was on multiple units including both icus where the upper fitment was not seated correctly in the fitment housing. Just in time education provided and tip sheets and video on set loading and unloading were provided. Pumps high above patients: cpc discussed the inability to maintain appropriate head height when devices are on the pole. Discussed potential flow rate inaccuracies when compounded with incorrectly loaded pump sets.